Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that the subject meter was reading inaccurately on the night of (B)(6) 2018, when she obtained alleged inaccurately erratic blood glucose results of ¿191 and 79 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results, exceeds lfs¿ precision criteria. The patient manages her diabetes insulin pump therapy (humalog insulin). She indicated that she had continued with her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that at 5:18am on (B)(6) 2018, she developed symptoms of ¿sweating, shaky and loss of vision¿. She indicated that based on the way she was feeling, and the ¿low reading¿ from another meter (result and type unknown), she self-treated her symptoms by drinking orange juice. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the samples had been taken from the same approved sample site. The patient described the correct testing steps. She confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. She also confirmed that control test had not been manually selected. The patient did not have control solution to test the meter and test strips and education on its use was provided. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating, shaky and loss of vision, after obtaining alleged inaccurately erratic results on the subject meter and continuing with her usual diabetes management routine.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.